Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the there was a neonate on extracorporeal membrane oxygenation (ECMO) that after a day on the pump had an increased delta ps into the 200s and had to change the membrane. The oxygenator was changed due the significant increase in membrane pressures. Delta p at initiation was 7, prior to changeout it was 238. There were no clots observed on gross examination, so it was requested to be further investigated for internal clots within the fibers or heat exchanger. The device otherwise functioned as intended throughout the event with satisfactory gas exchange (po2 > 300 and pco2 within normal limits) at an fio2 of 80%, blood flow (bf) 260-280 ml/min, and sweep of 0.1-0.45lpm. The oxygenator was used with a sorin s5 roller head pump. The patient was therapeutically anticoagulated with heparin with antixa 0.4-0.5 following a protocol of 0.3-0.7.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: functional testing of the returned oxygenator by the manufacturer (eurosets) found that the device was compliant with the technical specifications. Although partial oxygenator occlusion/clogging was suspected due to the increased pressure drop, a specific cause for the reported events could not be conclusively determined. The eurosets infant oxygenator, serial number (B)(6)/lot number 9587500, was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The production documentation for eurosets infant oxygenator, lot number 9587500, was reviewed by eurosets and showed that all tests from the production process were compliant with the technical specifications. In particular, the documentation of the biological tests performed on this batch was checked and found to be compliant. The biocompatibility of the device was guaranteed through a bioburden test to quantify microorganisms prior to sterilization and a test to determine bacterial endotoxin content. Eurosets washed the returned oxygenator to clean it of any residual blood before testing, as per their procedure for blood contaminated medical devices. Functional testing was performed using bovine blood, and the pressure drop was measured at 0.5 lpm and 1.5 lpm. Eurosets¿ investigation confirmed that the device was compliant with the technical specifications. Eurosets communicated that this event will be monitored within the eurosets trend reporting, and in case of adverse trends, further investigation and/or corrective actions will be carried out. The production documentation for the eurosets infant oxygenator, serial number (B)(6)/lot number 9587500, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets infant oxygenator instructions for use (IFU), rev. 00, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including thrombosis/oxygenator clotting. These are potential side effects of all extracorporeal blood circulation systems. The IFU includes warnings that: the device is intended to be used by professionally trained personnel. The extracorporeal circulation has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Strictly monitor the device pressure gradient and gas transfer performances. During use, a spare a.m.g. Pmp infant oxygenator must always be available. The connection lines must be correctly connected in order to prevent any potential tube constriction or occlusion which may lead to reduced blood and/or water and/or gas flow. Before the cardiopulmonary bypass, administer to the patient an adequate dosage of anticoagulant, and adjust dosage through monitoring during and after the bypass. Dependent upon other underlying coagulation changes, the act may both underestimate and overestimate the unfh effect in infant, which has the potential to lead to either supratherapeutic anticoagulation and bleeding as well as subtherapeutic anticoagulation and possible thrombosis. Therefore, it is recommended to follow the local hospital procedure for unfh dosage. Note: heparin may induce heparin-induced thrombocytopenia (hitt). Absence of adequate anticoagulation may result in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis and ischemia. As the particular rheological blood properties of individuals are not fully known in presence of anticoagulation therapy, conditions of hemorrhage or thrombosis that are difficult to control may occur. Thrombosis situation may lead to a possible marked decrease of the blood-gas exchanger performances (device thrombosis detectable through significant pressure drop, with consequent decreased blood flow and reduced gas exchange). Under ¿technical features¿ and ¿priming and recirculation procedure,¿ the IFU warns that the maximum blood pathway pressure is 750 millimeters of mercury (mmhg). Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: narrative information: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was a newborn placed on ECMO (B)(6) 2025 and the membrane was changed on (B)(6) 2025. The patient was successfully decannulated from the ECMO and discharged. The product was not tested for biological residue of who risk group 4 or 3 such as avian flu, sars-cov-2 etc. There was no knowledge of the product containing biological residue of who risk group 1 or 2 (non-infectious substance) like adeno-associated virus (aav) types 1 through 4, clamydiae, e-coli etc.